Manufacturer narrative:
Results - bd received two samples from the customer facility for investigation. A photo was also attached that showed the defect. The tubes were draw-tested with deionized water and the customer's indicated failure mode for low draw with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - no definitive root cause could be established for the reported defect.

Event description:
It was reported that the bd vacutainer¿ venous blood collection tubes: sst¿ serum separation tubes had low draw. No injury or medical intervention reported.